Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant medical products: product ID: #8229708, nim trivantage emg tube 8mm, serial # unknown / lot # unknown. (B)(4). No devices were returned for evaluation. Method ¿ no testing methods performed.

Event description:
It was reported that the device [nerve monitor] and emg tube was not picking up a response from the rln [recurrent laryngeal nerve]. The surgeon was able to successfully monitor the sln [superior laryngeal nerve] and the case continued without further incident. It was noted that the lack of response was likely related to a positioning issue with the emg tube electrode on the rln. It was also found that the patient had some paralysis of the rln as the patient woke post-operatively with the nerve not ¿acting normally¿, but it is believed this is the result of the nerve being stretched and possibly the reason why the rln did not respond to the emg tube electrode during stimulation. The patient is reported to be doing better, as is the nerve. The nerve monitoring system and emg tube are not being returned as the user facility does not feel it malfunctioned and the emg tube was discarded by the user facility. There was no report of patient injury as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.